Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device revealed that it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. In addition, this high internal cell impedance in the battery likely contributed to the telemetry difficulties noted in the field. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was returned for analysis following device explant due to normal battery depletion (nbd). It was noted that two months prior to explant, there were telemetry issues between the pacemaker and communicator. The telemetry issues were resolved after relocating the communicator within the patient's home. No adverse patient effects were reported.